Event description:
A representative reported that the patient was implanted on (B)(6) 2013. Everything was noted to have gone routinely during the patient¿s surgical implant. Per the patient¿s surgeon, the patient had several pre-existing conditions including heart and lung issues (the details of the pre-existing conditions were unknown at the time of the report). The representative was informed by a colleague that the patient passed away ¿last night¿ (on (B)(6) 2013). They spoke with the implanting physician and the exact cause of death was still unknown at the time of the report, but it was not thought to be related to the medtronic pump or system. The implanting physician thought the cause was likely a heart attack or blood clot. An autopsy was to be performed on the patient. The medication infused was hydromorphone.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the healthcare provider (hcp) stated he had not received any additional information on the exact cause of death and did not believe he will, as he had moved out of the area. It was reported the patient was doing well after implant and it was the patient¿s decision to go home after implant instead of staying in the hospital. There was no indication that anything was wrong or that the patient should stay overnight. Additional information received reported the patient was cremated, and there was no autopsy done. It was also noted the patient had a long history of heart disease and other issues, and it was decided an autopsy was not needed.